Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer called in to report multiple no delivery alarms. The customer's blood glucose level was 141 mg/dl. During troubleshooting, the customer changed the reservoir and that resolved the issue. The customer was advised to return the occluded reservoir back for analysis. The customer was sent replacement products.